Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient has been having issues over the past three week getting the insr to recharge the ins. At the appointment today the rep attempted to connect to the ins using the insr, patient programmer, and clinician programmer and they did not connect to the ins.the caller indicated that they tried to use the antenna locate function multiple times and were getting similar numbers and the antenna location function did not resolve the issue. The issue was not resolved through troubleshooting. The caller will attempt to use the physician recharge function to charge the ins with the patient. Additional information was received. It was reported the patient was in overdischarge because they went out of town and forgot their charger. A por was tried in the office and after the first time the patient had to leave, so they were instructed to call with an update. Additional information received. Rep reported issue not resolved. Ins will be replaced.